Event description:
It was reported that the rear rotation knob on the holster is stripped and will not turn the probes. It was also noted the green and blue lemo connectors are not making a secure fit into the control module. No patient involvement was reported. One device to be returned.

Manufacturer narrative:
Date sent: 10/22/07. The analysis site confirmed the customer complaint. To correct the complaint, the site replaced the port shaft and coil pin because they were bent and replaced the top frame due to it was broken. The seals were also removed from the lemo connectors. After servicing, the unit passed all qa functional testing. Complaint info is trended on a regular basis if further investigation is warranted.